Event description:
On (B)(6) 2015 it was reported the physician has two "broken" tablets. No further information was provided. The manufacturer's consultant visited the site and the suspected issue regarding the tablets was due to a communication issue from the usb adapter. A new usb adapter cable was sent to the physician. The usb cable causing communication issues has not been received for product analysis to date. This report houses one of the complaints with the usb cable and tablet and MFR. Report # 1644487-2015-06383 houses the other.

Event description:
Product analysis was completed on the cable on 12/17/2015. Two disconnected wire connections were found in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. Product analysis identified the cause to be cable stress-related.

Event description:
The non-functioning serial cable was returned for product analysis but has not been received to date. The therapeutic consultant did not have a tracking number. It appears to have been lost in the mail.

Event description:
On 11/30/2015 the serial cable was returned for product analysis. Product analysis is still underway and has not yet been completed.